Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-33142. During a follow-up, it was noted that the same signal was being sensed on the right atrial (ra) and right ventricular (rv) channels. There was noise, a decrease in sensing, and a loss of capture on the rv lead. Additionally, there was no sensing and a loss of capture on the ra channel. The device interpreted the noise on the rv channel as ventricular tachycardia and inappropriate therapy was delivered. An x-ray was performed which confirmed the dislodgement of the ra and rv leads. The device was reprogrammed to deactivate tachycardia therapy. A system revision was performed. During the revision procedure, the ra lead was repositioned successfully. The rv lead was unable to be repositioned as the helix was not able to extend. The rv lead was explanted and replaced. The patient was stable following the procedure.